Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update etq complaint number (B)(4). New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint. Litigation papers allege: on or about (B)(6) 2008, patient was implanted with a depuy asr hip implant on his left side. Patient experienced severe pain and discomfort, weakness and numbness in his left extremity, and left foot drop associated with his left peroneal palsy. Patient was revised. Doi: (B)(6) 2008 - dor: unk (left side). Patient is a resident of (B)(6). Update 8/23/2012- litigation papers received. Litigation alleges that the patient was implanted with pinnacle and suffers from pain, lack of mobility, metallosis, and loosening. All products have been added. Update: 8/13/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad 24 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. There were no new allegations reported. Added lawyer in the associated contact. Doi: (B)(6) 2008 - dor: (B)(6) 2008 (left hip). See (B)(4) for the first revision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.